Event description:
Pt treated at index for coronary heart disease with the implantation of three stents, including an unknown bx velocity stent, in the proximal through the distal lad. The pt returned to cath and in-stent restenosis was discovered in two stents. The pt was treated with two cypher stents to rectify the problem. Three months later, the pt returned with in-stent restenosis of the proximal edge of one of the cypher stents. One month later, pt returned with in-stent restenosis of one of the stents placed at index and a de novo lesion in the distal lad which was treated two weeks later with two cypher stents.